Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced a skin reaction while wearing an abbott diabetes care (adc) device and experienced redness and itchiness at the sensor site. The customer did not have contact with a healthcare professional but was able to self-treat with unspecified treatment. There was no report of death or permanent impairment associated with this event.